Manufacturer narrative:
The customer was provided a replacement glidescope titanium lopro t3 blade. The glidescope titanium lopro t3 blade was returned to verathon for evaluation. The technical service representative attached the blade to a test video monitor, the led appeared to function as expected. The blade was tested for five minutes occasionally manipulating the blade. During the testing the reported bright led and the "attach video cable" message could not be duplicated. There were some damaged noted on the camera window which caused the image to appear fuzzy. Since the customer received a replacement glidescope titanium lopro t3 blade the returned blade was scrapped.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3 blade, the led gave a bright light and the video monitor displayed the "attach video cable" message with no video. No delay in the procedure was reported as a backup titanium lopro t3 was immediately available. No harm to patient or user was reported.